Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. This lead was out of service and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).